Event description:
Info was received from an emergency room nurse who reported the pt received a shock at home while cleaning her television set, which was plugged in and turned on. The pt reported that at the time she received the shock, her right leg kicked upward involuntarily. The pt stepped back approx 10-feet from the television set to turn off the ins and she received a second shock. The pt was sent to the emergency room with symptoms of numbness in her right leg. The medtronic rep instructed the hcp to interrogate the device when appropriate and to provide follow up to the MFR. Add'l info has been requested by the MFR from the hcp regarding the reported event. No report of device retrieval has been received. The current pt status is unk. A supplemental MDR will be filed to FDA if add'l info becomes available.